Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred. While in patient use the device unexpectedly switched to standby mode and stopped air flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The log was checked, and no abnormality was confirmed. Error code e-96 was recorded in the event log. The device's main board was replaced to address the issue. In addition, a life-like smell was confirmed so the outlet flow path was replaced.